Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the implantable cardioverter defibrillator was noted to be in backup vvi. A device download was performed successfully. The patient was stable and will be followed normally.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported device code: (B)(4) which was submitted on (B)(6) 2017. The correct code to supersede the initial device code should be (B)(4).